Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device met all manufacture's specifications. Therefore, the reported condition could not be confirmed. An assignable root cause was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 2 for the same event. It was reported that during a right mastoid surgery, it was observed that the motor device had an e8 and e9 error codes. It was further reported that an additional motor device was used in the procedure and it was observed that the device was overheating. The sequence of event was unknown to the reporter. The reporter stated both devices were used in the surgical procedure. It was further reported that one of the devices was the spare device used to complete the surgical procedure. There was delay of fifteen minutes to the surgical procedure. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.